Event description:
It was reported that a minimum fill notification occurred. The customer was unable to recall the units of insulin used to fill the cartridge during the load sequence. A new cartridge was loaded to resolve the issue. There was no adverse impact on customer¿s blood glucose level.